Manufacturer narrative:
Device available for evaluation: yes. Returned to manufacturer on: 02/09/2018. Device returned to manufacturer: yes. Device evaluation: the product was returned to the manufacturing site for evaluation. Visual inspection at 12x magnification showed that the product is damaged at the edge of the anterior side of the optic body and the lens is being cut in most probably to make explant possible. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search on complaints revealed that no similar complaints were received for this production order number. Labeling review: the labeling was not reviewed because limited information was received. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Date of event: unknown, not provided, but the best estimate date is between (B)(6) 2017 and (B)(6) 2018. (B)(4). Attempts have been made to obtain missing information; however, to date, no response has been received. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that a zxt225 22.5 diopter intraocular lens (iol) was implanted in the patient's right eye on (B)(6) 2017. It was later explanted on (B)(6) 2018 due to a lens malfunction. The lens was replaced with a zcb00 22.5 diopter iol. No additional information was provided.